Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called and stated a bravo capsule failed to attach to the patients esophagus during a procedure. The capsule ended up in the patient's mouth. There was no harm to the patient or user due to the failure to attach. No medical intervention was required. An endoscopy was performed prior to the procedure and the patients esophagus appeared normal. There was nothing unusual about the patient or the procedure itself that led to the event. The device is expected to be returned for evaluation.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device was received for investigation. The capsule was not returned. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.